Event description:
It was reported that during a hepatectomy procedure, the clip does not bite. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and the remaining clips were ejected; finally the instrument locked out as intended.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any patient consequence as you answered "yes" for potential adverse event? Did two devices have same issue on this procedure (and is that why two devices are being returned)? By clips "did not bite," do you mean clips did not close when fired? Was this single use device reused as you answered "unknown" for this question on synergy form? How was case completed?